Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-05252. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical enteral feeding tube deflated one day after placement of the balloon on the patient. There was no patient injury or reported adverse events.